Manufacturer narrative:
(B)(4).

Event description:
Health professional reported that after treatment with juvederm ultra xc the patient presented with "appearance of violaceous discoloration on the upper lip and cheek [and] mottled pattern erythema in [the] nasogenic line." The physician prescribed prednisone (40 mg first day, 20 mg the following day, and 10 mg for the next 4 days), and aspirin (100 mg per day to prevent permanent damage or worsening of symptoms which could have led to permanent damage for the patient. The patient's symptoms have not resolved at this time.